Manufacturer narrative:
This complaint was involved with three devices. Device 1 is being reported under MDR-2247858-2023-00024, and device 3 is being reported under MDR-2247858-2023-00026.

Event description:
The physician noted the patient developed a fever after the endovascular aortic repair. The physician asked that we review the sterilization of the implanted items. Patient outcome - "no injury to the patient or team supporting the case."